Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, a patient was suffered from acute occlusion of the right middle cerebral artery, an emergency thrombectomy was performed. An unspecified stent from (B)(6) medical became impeded in about 40cm-50cm of a prowler select plus 150/5cm microcatheter (606s255x, 30577973) and could not advance anymore. The user withdrew the stent gently and tried to advance it again, still failed. The resistance did require removal of the microcatheter and subsequent loss of cerebral target position. The same stent was used with a new mc to complete the procedure. There was no patient injury report. There was no prolongation during the procedure due to the event. Other devices were successfully used with the prowler select prior to the encountered resistance. The vessel was tortuous.

Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, d9, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, a patient was suffered from acute occlusion of the right middle cerebral artery, an emergency thrombectomy was performed. An unspecified stent from tonbridge medical became impeded in about 40cm-50cm of a prowler select plus 150/5cm microcatheter (606s255x, 30577973) and could not advance anymore. The user withdrew the stent gently and tried to advance it again, still failed. The resistance did require removal of the microcatheter and subsequent loss of cerebral target position. The same stent was used with a new mc to complete the procedure. There was no patient injury report. There was no prolongation during the procedure due to the event. Other devices were successfully used with the prowler select prior to the encountered resistance. The vessel was tortuous. A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch. The device was inspected, and it was found slightly compressed at 19.25 inches (48.89cm) from the proximal end. No other damages or anomalies were observed during the visual analysis. The ID and the od from the micro-catheter were measured and were found within specification. The received prowler select plus 150/5cm was flushed using a lab sample syringe. After that, a guidewire 0.018¿¿ lab sample was introduced into the received mc and it advanced, a slight resistance/friction was felt when the guidewire passed through the compressed section, however, the guidewire was able to pass. A manufacturing record evaluation was performed for the finished device 30577973 number, and no non-conformances related to the malfunction were identified. The product was returned to cerenovus for evaluation. Visual inspection and dimensional testing were conducted on the returned device. Visual analysis of the returned prowler select plus 150/5cm microcatheter revealed that the device is slightly compressed at 19.25 inches (48.89cm) from the proximal end. According to the information documented in the complaint, the stent was impeded at this microcatheter length. During the functional test, a lab sample guidewire was advanced through the received microcatheter, and when it reached the compressed condition, a slight resistance was felt. Although the guidewire could be advanced until the distal end of the microcatheter, the resistance encountered at the compressed section can be related to the information reported by the field. As a result, the customer complaint ¿catheter (body/shaft)- obstructed-in patient with loss of mc cerebral target position¿ was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following precautions: do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Do not attempt to use infusion catheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewires a system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.